Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer did not operate and powered up to a system error. Analysis also found overheat in the programmer event logs. Micro processor unit (mpu) printed circuit board assembly found out of electrical specification. It was noted the keyboard latch was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer turned on but it didn't operate during a patient check. A different programmer was used. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.